Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted on an unspecified date due to unspecified reasons. The patient had previously been implanted with a 4.5cm cuff. An new aus device consisting of a 4.0 cm cuff, 61-70 cm h2o balloon and pump, was later implanted on (B)(6) 2019. Additional information received states the patient's previous device was explanted on the same date as the new device was implanted. The aus device was removed because the patient experienced recurring incontinence.